Event description:
During routine service, bed failed the lateral pull test at 20# versus a spec of 50#.======================manufacturer response for med/surg bed, stryker (per site reporter).======================service tech will be sent to repair the brake kits.